Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 545 mg/dl. The customer was treated for high blood glucose with bolus. The customer was unable to read pump at time and did not feel well. The customer was offered to troubleshoot for the high blood glucose but declined. The customer was asked permission to call emergency medical service but declined. The customer stated that she wanted to lay down.